Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving adjust electrode belt alarms and a service code 204. The pt was issued a replacement belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt alarms, service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open driven ground wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire could not be positively identified but was likely excessive force. No adverse event resulted from the open wire. The pt received a replacement electrode belt.